Event description:
I am (B)(6). I had bard avaulta anterior and posterior vaginal mesh implanted on (B)(6) 2007 during an anterior avaulta cystocele repair and a posterior avaulta rectocele repair. Subsequent surgeries, including but not limited to the following, were required to repair and remove the mesh product because of erosions and eventful failures which caused constant pain in groin and tailbone area, incontinence, discomfort with urinating and bowel movement, numbness in left leg, inability to have sex because of pain and depression. Revision and repair surgeries, including but not limited to; (B)(6) 2007, cauterization of granulated tissue 3x6mm, (B)(6) 2008, cauterization of granulated failed area, (B)(6) 2009, repaired 3x4mm exposed mesh, (B)(6) 2009, repaired 8mm d. Erosion, (B)(6) 2009, repaired erosion, (B)(6) 2009, 4x5mm area of repair not healing, referred to (B)(6) hospitals, (B)(6) 2009, excision of the "body" of the mesh, leaving the attachment "arms" imbedded in the muscle tissues to which they were attached in 2007, (B)(6) 2011, exam to determine why (B)(6) still has constant pain in buttocks and groin reveals that the attachment arms are pulling on the muscles around them and causing the problems; surgeon recommends further surgery to remove the arms, but because of the lack of documented history of the product, cannot determine that the procedure will eliminate the discomfort.